Manufacturer narrative:
The patient gender was not provided. Approximate age of device: 2 years, 8 months. The device was returned for analysis. Evaluation is not complete. No additional information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient underwent a pump exchange on (B)(6) 2015 due to suspected thrombus. The patient reportedly had significant changes clinically leading up to the pump exchange including fluid retention, increased lactate dehydrogenase and plasma free hemoglobin levels, and elevated liver enzymes. The surgeon reported that thrombus was observed during the pump exchange procedure. No additional information was provided.

Manufacturer narrative:
The explanted device was returned for evaluation. The presence of thrombus was confirmed based on the evaluation of the returned lvad pump. Upon disassembly of the pump, examination of the distal side of the inlet stator revealed a small thrombus formation surrounding the inlet bearing cup. The thrombus revealed areas of slight denaturation and also appeared to be in the early stages of laminated layering, indicating that it developed on the inlet bearing cup over an undetermined amount of time while the pump was operating. Although a specific cause for the development of the observed thrombus formations could not be conclusively determined through this evaluation, their partial obstruction of the blood flow path could have contributed to the reported elevation in lactate dehydrogenase and plasma free hemoglobin levels. In addition, a small thrombus formation was observed in the outlet stator. Although a duration of time for which it was present in the pump could not be determined, the area of denaturation on the thrombus indicates that it was present during pump operation. The thrombus lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, its origin could not be determined. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. No further information was provided. The manufacturer is closing the file on this event.